Manufacturer narrative:
Stent separation. (B)(4).

Event description:
Treatment of a stroke. During the mechanical thrombectomy in the m1 (primary motor cortex) segment, it was reported that solitaire rd captured the thrombus on the second pass; however, it detached as it was being retrieved and remains in the m1 segment.no other injury was was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).

Manufacturer narrative:
The detach wire was returned for evaluation and it was found broken at the proximal end of the non-working length struts (teardrop struts) without the stent attached. Cross-sectional analysis of the fracture surface indicated that the failure mode was due to tensile overload. (B)(4).